Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve while using a non-medtronic guidewire, forward pressure was not applied knowing that the implant depth was shallow. Subsequently, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2-3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc as -6 mm and the implant depth on the lcc was -1 mm. Following valve dislodgement, severe paravalvular leak (pvl) was observed. The valve was snared.  A new valve was loaded and inserted into the patient. Subsequently, the second system could not advance through the dislodged valve in the ascending aorta. The system was withdrawn from the patient. Subsequently, an aortic perforation was observed which required surgical repair, and the dislodged valve was explanted. It was noted that the first dislodged valve was attempted to be implanted in the patient's native annulus. The training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. Additionally, the dcs was not twisted or torqued at any point during deployment. Per the physician, the shallow implant combined with lack of forward pressure caused the dislodgement. It was further reported that pre-case planning factors contributed to the event such as, the implant angle was not a true cusp overlap. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-29 ((B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve while using a non-medtronic guidewire, forward pressure was not applied knowing that the implant depth was shallow. Subsequently, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2-3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc was -6 mm and the implant depth on the lcc was -1 mm. Following valve dislodgement, severe paravalvular leak (pvl) was observed. The valve was snared. A new valve was loaded and inserted into the patient. Subsequently, the second system could not advance through the dislodged valve in the ascending aorta. The system was withdrawn from the patient. Subsequently, an aortic perforation was observed which required surgical repair, and the dislodged valve was explanted. It was noted that the first dislodged valve was attempted to be implanted in the patient's native annulus. The training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. Additionally, the dcs was not twisted or torqued at any point during deployment. Per the physician, the shallow implant combined with lack of forward pressure caused the dislodgement. It was further reported that pre-case planning factors contributed to the event such as, the implant angle was not a true cusp overlap. No additional adverse patient effects were reported. Additional information was received that the shallow implant depth was not intended. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged towards the aorta. The aortic perforation occurred while attempting to cross the dislodged valve with a new valve and dcs. Per the physician, the perforation was caused by the second delivery catheter system's interaction with the dislodged valve. The perforation was located above the sinotubular junction in the ascending aorta. Subsequently, a surgical valve was successfully implanted in the patient, and the patient was later discharged from the hospital.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.